Manufacturer narrative:
System log files have been received. Evaluation not yet completed.

Event description:
A medtronic representative reported the fusion system became unresponsive in the middle of the workflow and afterwards turned to a black screen. Rebooting resolved the issue. No patient present.

Manufacturer narrative:
Correction: although logs were received they were not the correct logs. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. Multiple attempts were made to obtain the logs.